Manufacturer narrative:
Age at time of event: 18 years or older. The initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stuck in stent occurred. The 100% stenosed target lesion was located in the moderately tortuous artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), the device was tried to push, but it did not push and was noted that the device got stuck on the implanted stent. However, the transducer was removed with the strut being caught in the wire exit port part, then a 25inch wire was inserted. After which, the stent part was re-crossed again using the wire, then dilated using a balloon. Stuck condition was tried to release, but the issue was not resolved. This device was covered using the guide extension catheter, and when it was manipulated by pulling slightly, thus, stuck issue was resolved. The stent remain implanted on the patients body. The procedure was completed with different device of the same model. There were no changes in the patients condition.

Event description:
It was reported that stuck in stent occurred. The 100% stenosed target lesion was located in the moderately tortuous artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), the device was tried to push, but it did not push and was noted that the device got stuck on the implanted stent. However, the transducer was removed with the strut being caught in the wire exit port part, then a 25inch wire was inserted. Afterwhich, the stent part was re-crossed again using the wire, then dilated using a balloon. Stuck condition was tried to release, but the issue was not resolved. This device was covered using the guide extension catheter, and when it was manipulated by pulling slightly, thus, stuck issue was resolved. The stent remain implanted on the patients body. The procedure was completed with different device of the same model. There were no changes in the patients condition.

Manufacturer narrative:
Age at time of event: 18 years or older. The initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. The device returned with the proximal telescope damaged/detached, unknown devices stuck were removed in order to perform the functional analysis and no damages were observed on the distal tip or guide wire exit port assembly. A test guide wire was inserted and no indication of resistance in tracking the guide wire into of the catheter was noted; consequently, not confirming the reported complaint.